Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, the valve was able to be implanted successfully. Post-procedure, on (B)(6) 2025, a non-abbott valve was required to be implanted for an unspecified reason. The patient is in a stable condition. The healthcare professional stated that they don't believe the patient experienced adverse health consequences due to the performance of the product. No additional information was provided.